Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date - medical device was implanted approximately 5 years prior. Concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. Report source - foreign: (B)(4).

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to breakage of the tibial component approximately five years post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through review of medical records and physical evaluation of the returned product. The returned tibial tray showed signs of wear (nicked/gouged) and was fractured into three pieces. Fracture analysis identified that the tray had numerous areas of wear, scratches and damage, suggesting a delay between the fracture and the replacement. The tray also had visible areas that appeared to have been cut with a saw around the fractured post, suggesting that the post fractured during removal. The analysis additionally suggested a multiple origin bending overload fracture. The device history records were reviewed and no discrepancies were identified. Based of the fracture analysis, it is suggested that the fracture as due to multiple bending overload, however, the cause of the overload could not be confirmed. Therefore, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.